Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. The following sections could not be completed with the limited information provided. Expiration date - unknown; manufacture date - unknown. Corrective actions at biomet (B)(4) have been initiated to address this late report.

Event description:
It was reported that patient underwent a recap mom hip surgery on (B)(6) 2007. Revision procedure was performed on (B)(6) 2014 due to unknown reasons. No further information has been received.